Event description:
As part of a legal mediation effort on august 16, 2013, intuitive surgical, inc.(isi) received information including medical records of a patient who underwent a da vinci s hysterectomy and rectocele repair procedure on (B)(6) 2010 due to abnormal uterine bleeding and uterine fibroids. There was no allegation in the patient's operative (op) report that a malfunction of the da vinci surgical system, instruments or accessories occurred and there was no indication that the patient experienced any intra-operative complications. It was stated that the patient tolerated the procedure and was taken to the recovery room in stable condition. Documentation regarding the patient's post-operative care was not provided to isi. According to the medical records provided to isi, on (B)(6) 2011 the patient underwent enterocel repair, cystoscopy, vaginal repair due to acute prolapse of the intestine through the vagina. The patient also underwent diagnostic arthroscopy and abdominal washout and flexible sigmoidoscopy due to intestinal evisceration via the vaginal cuff. Reportedly, the patient tolerated the procedures well and was transferred to the recovery room without complications. On (B)(6) 2011, the patient presented at another area hospital for a follow-up visit. It was found that the patient had a weakened apex at the vagina. The patient underwent excision of the vaginal apex and adhesiolysis. The procedure went well and the patient left the operating room in excellent condition. Due to the patient's complaint of discomfort related to the pelvis, a diagnostic laparoscopy was conducted on (B)(6) 2012. The patient was found to have pelvic adhesions and the ovary had a complex cyst. Therefore, a left salpingo-oophorectomy and adhesiolysis were performed. The patient tolerated the procedure well. No additional medical charts or information since the surgical procedure on (B)(6), 2012 were received.

Manufacturer narrative:
Based on the information provided, intuitive surgical, inc. (Isi) has not determined the root cause post-surgical complications experienced by the patient. If additional information is received a follow up medwatch report will be submitted to the FDA. The documentation provided does not contain any allegation of a malfunction of a da vinci system, instrument or accessory. Isi has contacted risk management group at the site to gather additional information; however, as of the date of this report no response has been received. In addition, no previous complaint was reported relating to this event. Review of the site's system logs for the reported procedure date found that no system errors were generated that would have caused or contributed to the injury sustained by the patient. This complaint is being reported due to the following conclusion: the patient experienced post-surgical complications after undergoing a da vinci s hysterectomy procedure.